Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve has been placed under consideration after an implant duration of approximately five (5) years for a valve-in-valve procedure due to moderate to severe mitral regurgitation and mitral stenosis. No other details were provided.

Event description:
It was reported that this patient with a 23mm 3300tfx pericardial aortic valve and a 27mm 6900ptfx pericardial mitral valve exhibited severe aortic regurgitation with aortic stenosis and mild mitral regurgitation with severe mitral stenosis after an implant duration of approximately five (5) years. Recent tee indicated that the echo findings are consistent with a discrete asymmetric septal hypertrophy. There appears to be some obstruction to flow due to the mitral valve struts against the left ventricular septum. The prosthesis valve leaflets in the mitral position are thickened and motion is restricted. There appears to be pannus beneath the mitral valve leaflets. There is severe mitral stenosis. The bioprosthetic aortic valve leaflets are thin and move normally. The gradient is abnormal. There is significant flow restriction from the lv outflow tract across the valve. It was difficult to evaluate if the stenosis is due to subvalvular pannus as the subvalvular structures were not well visualized. Per the customer, cath and other procedures are not going to be scheduled at this time as they think it may be a clot and want to treat the patient with coumadin for several months.

Manufacturer narrative:
Additional information was received and the following section(s) was updated: please reference MFR report #2015691-2019-01473 for the report submitted on the patient's aortic valve.